Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10364.

Event description:
The affiliate reported via email that during an arthroscopic rotator cuff repair: device, correctly loaded with needle and capture loading plate, scrub nurse confirmed device was working satisfactory prior to use. Surgeon used device as indicated, needle passed orthocord thread through tendon on 2 occasions. Each time the auto capture function did not work when the tendon was released, and device withdrawn. On the 3rd attempt, needle passed the thread through the tendon, but needle would not retract, appeared to be stuck. The surgeon attempted to retract the needle, unsuccessfully. Needle threatened to tear the tendon if the device was moved, with the needle jammed through the tendon. The surgeon attempted to pull the needle out by the plastic tab, this broke off. Decision made to use wire cutter to cut off needle tip, to release tendon. Wound was extended to facilitate wire cutter access to needle tip. Tip successfully cut and device withdrawn from wound, with needle tip retrieved. Needle shaft remnant still stuck in device, unable to be removed. Pliers used to remove visible part of needle, however, lower jaw of device damaged during this action, rendering it unusable, with remaining needle still jammed in internal shaft of device. Care to be taken when handling and inspecting device on return to warehouse receiving. 15 min delay to procedure. No ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. Additional information received via email from the affiliate on 6-27-17: the surgeon did not use another needle / gun to complete the operation ¿ the issue happened at the conclusion of the case. The product code for the needle is 214141¿. Lot number unknown. The serial/lot number for the gun is unknown. However, this should be evident on product return. Both the gun and needle are available for return.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. Further upon closer observation, it appears that the upper jaw of the expressew iii gun was slightly deformed near the distal tip. This deformation of the upper jaw of the expressew gun might be the reason for the needle to stuck during procedure. The failure can be attributed to user technique. A needle tip was reported as cut removed in order to release the gun during the procedure, using a wire cutter. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10364.

Event description:
The affiliate reported via email that during an arthroscopic rotator cuff repair: device, correctly loaded with needle and capture loading plate, scrub nurse confirmed device was working satisfactory prior to use. Surgeon used device as indicated, needle passed orthocord thread through tendon on 2 occasions. Each time the auto capture function did not work when the tendon was released, and device withdrawn. On the 3rd attempt, needle passed the thread through the tendon, but needle would not retract, appeared to be stuck. The surgeon attempted to retract the needle, unsuccessfully. Needle threatened to tear the tendon if the device was moved, with the needle jammed through the tendon. The surgeon attempted to pull the needle out by the plastic tab, this broke off. Decision made to use wire cutter to cut off needle tip, to release tendon. Wound was extended to facilitate wire cutter access to needle tip. Tip successfully cut and device withdrawn from wound, with needle tip retrieved. Needle shaft remnant still stuck in device, unable to be removed. Pliers used to remove visible part of needle, however, lower jaw of device damaged during this action, rendering it unusable, with remaining needle still jammed in internal shaft of device. Care to be taken when handling and inspecting device on return to warehouse receiving. 15 min delay to procedure. No ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. Additional information received via email from the affiliate on 6-27-2017. The surgeon did not use another needle / gun to complete the operation ¿ the issue happened at the conclusion of the case. The product code for the needle is 214141¿. Lot number unknown. The serial/lot number for the gun is unknown. However, this should be evident on product return. Both the gun and needle are available for return sent an email to the affiliate for additional information. 06-23-2017. Affiliate responded 6-26-2017. I have forwarded your queries to the product specialist and will keep you posted of any further updates and provided photos. Affiliate responded 6-27-2017. Request for device return status sent (B)(6). Please review the device with (B)(6) when it is returned. (B)(6) when was the issue detected? Intraoperative, at the conclusion of the procedure. Was there a resulting surgical delay - how long? Yes, for 15 minutes. How was the procedure completed? Issue happened at the conclusion of the procedure, so the procedure was completed without alternative device. Were alternatives readily available? Yes, but no alternative used is surgical intervention planned? Yes, any patient impact? Yes, soft tissue damage and surgical delay of 15 mins. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If breakage occurred near surgical site, how were fragments retrieved? Cut and retrieved using a wire cutter. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No. Did portion of the device remain in the patient? No.